Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure a sphincterotome was inserted through the biopsy cap without any problems. During the insertion of an extraction basket, resistance was experienced in the biopsy cap. A second attempt was made but resistance continued. The biopsy cap was removed and it was observed that the valve (sponge) was not in the proper position. The sponge was dislodged but remained within the cap. The procedure was completed with another rx locking device and biopsy cap. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned device found that the foam sponge had partially detached/separated from the rx biopsy cap. The sponge was pushed out of the cap during product analysis and it was found that the sponge was deformed due to the dislodgement. The condition of the slits could not be noted due to the deformed sponge/foam insert. The cap was otherwise found to be intact. The condition of the returned unit was consistent with the complaint that the foam disc (sponge) was not in proper position and was partially dislodged from the rx biopsy cap. This sponge dislodgement likely hindered device advancement during customer usage. A definitive root cause of the issue could not be determined, however, sponge detachment/separation events may be due to a supplier manufacturer issue. The supplier that manufactures the sponge portion of the device identified an issue that occurs when the slits are cut, which could result in incomplete perforation of the slits. As previously stated, the condition of the slits on this device could not be evaluated due to the deformed sponge/foam insert. A correction was implemented to mitigate this potential issue, and the suspect device was manufactured prior to the implementation of this correction. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure a sphincterotome was inserted through the biopsy cap without any problems. During the insertion of an extraction basket, resistance was experienced in the biopsy cap. A second attempt was made but resistance continued. The biopsy cap was removed and it was observed that the valve (sponge) was not in the proper position. The sponge was dislodged but remained within the cap. The procedure was completed with another rx locking device and biopsy cap. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.